Event description:
(B)(4). Initial info was received from a physician assistant on (B)(6) 2008: this report addresses patient 3 of 4. A patient experienced lumps in the "jowl area below the lip" after injection with poly-l-lactic acid [sculptra]. No further medical info was provided. Addendum for call back (B)(6) 2008: reporter returned call, no new info at that time.